Event description:
It was reported that this pacemaker exhibited noise prior to pocket closure during an implant procedure. When the physician put the right atrial (ra) and right ventricular (rv) lead into the rv port of the header the noise could be reproduced. It was believed there was a header issue. The leads, new pacemaker and old pacemaker were tested with the pacing system analyzer (psa) and was noted to be stable. When the physician manipulated the lead in the rv port by moving the header with his hands, even gently, a tremendous amount of noise occurred on the electrogram. Additionally, there were a couple episodes from several months ago that had observations of noise however, no pacing inhibition occurred. The patient is not therapy dependent. Subsequently, the device was explanted and replaced successfully and they were able to use existing leads. This device will be returned for device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited noise prior to pocket closure during an implant procedure. When the physician put the right atrial (ra) and right ventricular (rv) lead into the rv port of the header the noise could be reproduced. It was believed there was a header issue. The leads, new pacemaker and old pacemaker were tested with the pacing system analyzer (psa) and was noted to be stable. When the physician manipulated the lead in the rv port by moving the header with his hands, even gently, a tremendous amount of noise occurred on the electrogram. Additionally, there were a couple episodes from several months ago that had observations of noise however, no pacing inhibition occurred. The patient is not therapy dependent. Subsequently, the device was explanted and replaced successfully and they were able to use existing leads. This device will be returned for device analysis. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received that this pacemaker system was implanted and then a couple months later the system exhibited noise. A revision procedure was scheduled as it was suspected there was a header issue. During the revision procedure the noise was able to be reproduced and even when the physician manipulated the header. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited noise prior to pocket closure during an implant procedure. When the physician put the right atrial (ra) and right ventricular (rv) lead into the rv port of the header the noise could be reproduced. It was believed there was a header issue. The leads, new pacemaker and old pacemaker were tested with the pacing system analyzer (psa) and was noted to be stable. When the physician manipulated the lead in the rv port by moving the header with his hands, even gently, a tremendous amount of noise occurred on the electrogram. Additionally, there were a couple episodes from several months ago that had observations of noise however, no pacing inhibition occurred. The patient is not therapy dependent. Subsequently, the device was explanted and replaced successfully and they were able to use existing leads. This device will be returned for device analysis. No additional adverse patient effects were reported.